Event description:
This rv lead was implanted on (B)(6) 2002 and was capped and replaced on (B)(6) 2013 due to high pacing impedance greater than 2000 ohms, loss of capture wherein asystole is less than 2 seconds with intermittent sensing and pacing not delivered, when required. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. Additional information received states that rv lead was fractured prior to replacement with pacing impedance of >9999 ohms and no capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).